Event description:
It was reported that the patient underwent a single level posterior lumbar fusion. During insertion of a bone screw the surgeon didn't like the trajectory and decided to remove the screw. During the removal of the screw, the driver tip broke off. No fragments were left in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned for evaluation. Macroscopic examination confirms driver tip broken off. Microscopic examination of fracture surface reveals a quasi-brittle fracture surface with river lines and no indication of fatigue or torsional overload. The angle of the fracture surface, in addition to the absence of torsional overload and the nature of intended usage suggests failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.